Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. The device was observed to be no output, the motor does not spin. The root cause of handpiece not working as intended was determined to be as a result of no motor function, there was no output. Per the handpiece manufacturing functional checklist, the handpiece was confirmed to run with both the trigger and foot switch. The handpiece was likely to have left the manufacturing facility free from motor failure damages. This suggests that the damages incurred, which resulted in motor failure, may have been as a result of transportation or customer use. Review of device history records for this product was performed. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. Olympus will continue to monitor complaints for this device.

Event description:
A report of handpiece not functioning as intended, will not rotate during an unknown event was reported. There was no patient involvement, no user injury reported due to the event.